Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been confirmed. Upon investigation, the belt failed a fall off test and was unable to recognize the ecgs. The root cause for the failure was due to a broken/pinched discharge and +5v wire in ECG a and b cable. The root cause for the broken/pinched wires was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that a patient was experiencing gong alarms.